Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacture's (lms) review of the cleaning disinfection and sterilization practices (cds) and the lms final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the colonovideoscope tested positive for an unexpected contamination. The issue was found during routine microbiological culture of the scope during reprocessing. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 3 colony forming units (cfu) / endoscope of micrococcaceae and bacillaceae were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.